Event description:
It was reported that the marker bands from the dilator detached at some point during insertion and advancement of the vena cava filter introducer in the ivc. Fluoroscopic imaging identified the detached marker bands in the pulmonary artery. The detached marker bands were not removed. The filter was successfully deployed and the patient was reported to be asymptomatic following the procedure.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.